Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that their customer was using this device on a patient and the device unexpectedly reset itself multiple times. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
A third party service agent evaluated the device and verified the reported issue. The service agent observed that there was a broken battery pin mount on the device and that one of the battery pins rotated more than normal. The service agent replaced the device's rear case assembly and battery pins to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that their customer was using this device on a patient and the device unexpectedly reset itself multiple times. There were no reports of adverse effects to the patient as a result of the reported issue.